Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and an infrarenal aortic extension. The patient had multiple follow up angiograms and computed tomography (CT) scans that showed aneurysm sac growth and a potential type 3b endoleak. On (B)(6) 2017 the physician elected to re-line the existing grafts by implanting an additional bifurcated stent and a suprarenal aortic extension. The subsequent endovascular procedure was completed and there have been no additional adverse event reported for this patient.